Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s trial didn¿t work because the morning after the first stage of the trial, the leads had pulled out. The patient had no time for the trial and the doctor didn¿t want to insert the leads again, so they went straight to implant. The doctor didn¿t want to reinsert the trial leads because of the amount of urinary tract infections the patient had prior to implant, she couldn¿t take oral antibiotics and had to get infusions, and she had ¿cedf.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.